Manufacturer narrative:
Initial report was received from distributor. Additional information was received from the patient (1feb2018, 7feb2018) and from the facility (6feb2018). Actual device used in this report was not received. Seventeen samples from the same lot number were received, tested and met specifications. End of report.

Event description:
A patient allegedly had a 9130 3m universal electrosurgical pad applied to her right buttocks prior to a radiofrequency back ablation procedure. During the procedure, the patient reported burning and pain on her right side. At the end of the procedure, the plate was removed and a burn was discovered. The patient allegedly experienced two second degree burns. One crescent shaped burn, approximately 1 ½" - 2 " long was located at the top portion of the electrosurgical pad. There was a second burn, located in the middle of the pad placement, about the size of a quarter. The patient was seen in a wound clinic two weeks after the event occurred. The areas were cleaned and scraped weekly. An antibiotic gel and daily dressing changes were used to treat the sites. The sites are now closed and healed but itching, scarring and discoloration remain at the sites. She also reported periodic discomfort when sitting.